Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. Product ID 8590-1, lot# n075970, implanted: 2007-(B)(6), product type accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal dilaudid (concentration 0.5mg/ml; dose 0.025mg/day) via an implantable infusion pump. The existing catheter was found to be fractured due to an unknown cause. A pre-operative catheter access port (cap) aspiration was negative for cerebrospinal fluid (csf) return and pre-operative x-ray looked as if the catheter was fractured although it was hard to visualize. During operation, the catheter was found to be fractured. The patient experienced pain. The patient's pump had been stopped due to needing replacement and the patient having to find a new doctor, so the pain was attributed to the stopped pump. Both the pump and catheter were explanted and replaced on (B)(6) 2015. The distal segment of the catheter remained in the intrathecal space and the proximal segment was removed and replaced. The issue was resolved as of the time of the report and patient status was reported as alive with no injury. Additional information has been requested but was not available at the time of this report.